Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, measured high capture threshold, and had no capture. It was discovered that the lead had moved. Reprogramming will be performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.